Manufacturer narrative:
Product description: gelfoam sterile sponge size 12-7 mm x 4. Lot# and expiration date: unknown. Description of complaint: off label use of absorbable gelatin. Reasonably suggestive of device malfunction was yes. Severity of harm was s5. Site sample status was not received. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Quality of lot was acceptable. The worst case severity determined through a review of the device risk file for the product was s5. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-quality operations concludes that the quality of the product on the market remains acceptable. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of current labeling indicates that an off-label use of the reported product is present in this case, further supporting the conclusion that CAPA is not required for the reported case. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category: absorbable material and delivery system -time period: 04aug2017 - 04aug2020. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (january 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month (january 2020) that included a higher than normal number of complaints (12); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation.

Event description:
Event verbatim [preferred term], received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [off label use], unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure) [therapeutic product ineffective for unapproved indication], , narrative: this is a literature report from the adv obstet gynecol, 2020, vol 72(3); pgs. 224-229, entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 4th of 5 reports. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Medical history included postpartum haemorrhage, disseminated intravascular coagulation, placenta praevia, and placenta accreta. Concomitant medications were not reported. It was reported that of 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) were unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of unable to achieve hemostasis after uae (haemostatic failure) and included treatment with total hysterectomy. The event outcome was unknown. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (07oct2020): this is a follow-up report from the product quality complaints group. The investigation report was received. Product description: gelfoam sterile sponge size 12-7 mm x 4. Lot# and expiration date: unknown. Description of complaint: off label use of absorbable gelatin. Reasonably suggestive of device malfunction was yes. Severity of harm was s5. Site sample status was not received. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Quality of lot was acceptable. The worst case severity determined through a review of the device risk file for the product was s5. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, quality operations concludes that the quality of the product on the market remains acceptable. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of current labeling indicates that an off-label use of the reported product is present in this case, further supporting the conclusion that CAPA is not required for the reported case. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category: absorbable material and delivery system -time period: 04aug2017 - 04aug2020. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (january 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month (january 2020) that included a higher than normal number of complaints (12); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation. Company clinical evaluation comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uterine artery embolization (uae) is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technique., comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uterine artery embolization (uae) is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technique.

Manufacturer narrative:
Product description: gelfoam sterile sponge size 12-7 mm x 4. Lot# and expiration date: unknown. Description of complaint: off label use of absorbable gelatin. Reasonably suggestive of device malfunction was yes. Severity of harm was s5. Site sample status was not received. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Quality of lot was acceptable. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-quality operations concludes that the quality of the product on the market remains acceptable. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of current labeling indicates that an off-label use of the reported product is present in this case, further supporting the conclusion that CAPA is not required for the reported case. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category: absorbable material and delivery system -time period: 04aug2017 - 04aug2020. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month ((B)(6) 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month ((B)(6) 2020) that included a higher than normal number of complaints (12); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation.

Event description:
Event verbatim [preferred term] received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [off label use], unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure) [therapeutic product ineffective for unapproved indication]. Narrative: this is a literature report from the adv obstet gynecol, 2020, vol 72(3); pgs. 224-229, entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 4th of 5 reports. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Medical history included postpartum haemorrhage, disseminated intravascular coagulation, placenta praevia, and placenta accreta. Concomitant medications were not reported. It was reported that of 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) were unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of unable to achieve hemostasis after uae (haemostatic failure) and included treatment with total hysterectomy. The event outcome was unknown. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (07oct2020): this is a follow-up report from the product quality complaints group. The investigation report was received. Product description: gelfoam sterile sponge size 12-7 mm x 4. Lot# and expiration date: unknown. Description of complaint: off label use of absorbable gelatin. Reasonably suggestive of device malfunction was yes. Severity of harm was s5. Site sample status was not received. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Quality of lot was acceptable. The worst case severity determined through a review of the device risk file for the product was s5. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, quality operations concludes that the quality of the product on the market remains acceptable. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of current labeling indicates that an off-label use of the reported product is present in this case, further supporting the conclusion that CAPA is not required for the reported case. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category: absorbable material and delivery system -time period: 04aug2017 - 04aug2020. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (january 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month (january 2020) that included a higher than normal number of complaints (12); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation. Follow-up (07jan2021): this is a report based on the information from summary investigation-detail (product complaint no. (B)(4)) via e-mail entitled as qts - fyi: investigation record(s) related to potential adverse event(s) has/have been approved/closed. There was a reasonable suggestion of device malfunction with severity of harm: s4. Absorbable gelatin is reportable for a serious injury that necessitates medical intervention to preclude permanent damage to a body structure for the us. This is also reportable for row; if it were to recur it might lead to a serious deterioration in health. This is 30-day reportable in the us and 15-day for row., comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uterine artery embolization (uae) and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uae is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technique.

Event description:
Event verbatim [preferred term]. Unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure) [therapeutic product ineffective for unapproved indication], received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [off label use], narrative: this is a literature report from the adv obstet gynecol, 2020, vol 72(3); page 224-229 entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 4th of 5 reports. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Medical history included postpartum haemorrhage, disseminated intravascular coagulation, placenta praevia and placenta accreta. Concomitant medications were not reported. It was reported that of 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of unable to achieve hemostasis after uae (haemostatic failure) and included treatment with total hysterectomy. The event outcome was unknown. Company clinical evaluation comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uterine artery embolization (uae) is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technic. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities., comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uterine artery embolization (uae) is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technic.